Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "when attempting to install two drill towers on the plate to the bone, the tip of the drill tower attached to the radial side was chipped off."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned broken. The device inspection revealed the following: the threading of the drill tower shows a breakage at the edge. The fracture surface exhibits a combination of granular and smooth features characteristic of a brittle failure, without signs of plastic deformation. Therefore, the damage most likely occurred due to excessive mechanical load during use, such as cross-threading, misalignment, or excessive torque. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by excessive mechanical load during installation of the device. If more information is provided, the case will be reassessed.

Event description:
As reported: "when attempting to install two drill towers on the plate to the bone, the tip of the drill tower attached to the radial side was chipped off."